Event description:
Bed motor began to smoke and spark, pt too unstable to remove from bed. Bed unplugged and kci (bariair) rep called and notified of the problem. Pt was weeping large amounts of fluid from around chest tubes and other areas. Staff was unable to get bed into cardio-pulmonary resuscitation position when pt coded.